Event description:
It was further reported the battery was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information about the patient's battery. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. The battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection revealed contamination within both power ports and the serial port of the controller. This is an additional observation not related to the reported event, likely due to the handling of the device. Additionally, visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA: pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Functional testing revealed that the no power alarm did not sound for the expected period of time when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm due to an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed that no communication errors were recorded within the analyzed period. Review of the alarm log file revealed two power disconnect alarms involving the battery logged on (B)(6) 2020 at 11:43:00 and 11:45:34. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Log file analysis also revealed a controller power up event on (B)(6) 2020 at 11:46:10. The data point logged in the controller's internal logs prior to the loss of power revealed that the battery was connected to power port one with 24% relative state of charge (rsoc) and no power source was connected to power port two. The data point recorded after the loss of power revealed that the battery was connected to power port one and no power source was connected to power port two. The controller was without power for 10 seconds. Log file analysis also revealed a controller fault alarm logged on (B)(6) 2020 at 12:27:39, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than 2 years. As a result, the reported loss of power and controller fault alarm events were confirmed. The reported communication errors event could not be confirmed; however, it is likely that the observed power disconnect alarms are related to the reported communication errors. Based on the available information, a possible root cause of the power disconnect alarms can be attributed, but not limited, to a battery malfunction. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d4: (B)(6); h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f12, f19 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 131 h6: FDA conclusion code(s): 4307. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: d021 ICD; 6937a-65 lead; 0181 lead; implanted: (B)(6) 2018. Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-may-2018; serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2017. Labeled for single use? No. (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unexpected loss of power, and exhibited a controller fault alarm. It was also reported that the battery exhibited two communication errors prior to the controller fault, and loss of power. The controller was exchanged, and the battery remains in use. No patient complications have been reported as a result of this event.